Event description:
A literature article reported two (2) cases of venous thrombosis. Case 1 presented for delayed breast reconstruction after bilateral mastectomies. On the left breast the superficial inferior epigastric vein was approx 2.5 mm, but the internal mammary vein diameter would only allow for a 2.0 mm coupler. Approx 12 hours postoperatively, the left reconstructed breast started showing signs of congestion. The pt was returned to the operating room and the left breast was explored. No causes of compression were apparent upon exploration. A thrombus was noted in the vein. The coupled anastomosis was excised and the clot was extracted from both veins. A hand-sewn anastomosis was performed with two segments of running 9-0 nylon sutures. A heparin drip at 500 units per hour was instituted and the pt had a subsequent uneventful recovery. No complications were noted with the right breast. Case 2 is reported in medwatch 2183620-2014-00014.

Manufacturer narrative:
Upon histological inspection of the resected segment of the superficial inferior epigastric veins the wall thickness was measured at 0.6 mm. As stated in the indications for use the gem microvascular anastomotic coupler device is intended for use with veins and arteries having a wall thickness of 0.5 mm or less. The product is not available for eval. A review of the device history record was not possible since the lot number was unavailable. No device malfunctions were noted. A copy of the article is included. Jonathan bank, edward teng, david h. Song "microvascular coupler-induced intimal crimping causing venous thrombosis." Journal of reconstructive microsurgery. July 2014.